Event description:
The customer reported to olympus, the connector of the hd autoclavable camera head was difficult to connect. Inspection and testing of the returned device found no image due to faulty camera cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the white balance could not be properly adjusted as a result an e311 white balance error code was received. The outer sheath of the cable had been cut showing a metal frame without protruding part. It was hard to connect an endoscope to the camera head mount lock: the rotation axis was found out-of roundness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a cable failure. Additionally, it¿s likely water entered inside the cable from the cut part of the cable and it caused a cable failure and deterioration. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the cameracable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.